Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 550cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including knee pain (2012), unspecified autoimmune illness (2015), cystic lung disease (2018), fatigue, she looked older, pressure on her left breast, her left breast skin appeared yellow, hair loss, lost hearing in one of the ears, and blurry vision. In addition, the patient experienced left-sided rupture, and the rupture was confirmed by a healthcare professional. However, the root cause of the patient¿s other symptoms is unclear. As a result, the patient underwent removal without replacement on (B)(6) 2020. The patient stated that ruptured gel traveled to the 2nd or 3rd rib, and she lost most of her breast tissue because of the multiple breast augmentation surgeries that she went through in the past. The event date was estimated as (B)(6) 2012 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 8-jan-2021, it was found that an incorrect symptom was reported as one of the patient's symptoms on the initial report. Manufacturer's reference number: (B)(4), on the initial report, it was stated that the patient experienced cystic lung disease in 2018. However, the patient actually experienced interstitial lung disease in 2018.